Manufacturer narrative:
One swan-ganz catheter was received for evaluation. Examination revealed that the balloon failed to inflate due to leakage, which was observed through two punctures in the catheter body. There was no visible damage and/or deterioration noted on the balloon latex. The balloon was immersed in water and pressurized with air to visually determine source of leakage. All through lumens were patent without any leakage or occlusion. A surface scratch was also found near the punctures. A review of the manufacturing records indicated that the product met specifications upon release. The report of balloon would not inflate was confirmed. An investigation was opened to determine the cause of the complaint and implement any necessary actions.

Event description:
It was reported that the balloon would not inflate before use. There were no patient complications reported.